Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received, providing the title of occupation of the reporting person. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to press switch info on the keyboard to display scope switch settings. Cabling was also reviewed, and user was instructed to move cable on cv-190 from y/c out to pip, and the image appeared, and the issue was resolved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, when a scope was connected to the evis exera iii video system center, and the scope switch 2 was pressed, the device did not have programmable in-put processor (pip) output. In addition, when pip was reached, grey screen was exhibited. There was no harm or user injury reported due to the event.